Manufacturer narrative:
The complaint refers to the track becoming loose from the ceiling. The installation had been performed by a third party installer: (B)(4). Prism medical technicians discovered that one of the 3" brackets (which was lag bolted into the structure above the drywall ceiling) had pulled out. The track and lift did not fall out of the ceiling. The technicians determined that several prism medical installation guidelines were neglected and were the cause of the failure. The cantilever from the last 3" bracket on the track to the end of the track was 35". Prism medical's ceiling track has a maximum cantilever specification of 15" when using a c-450 lift. This is in the installations manual. The 3/8" lag bolt that was used to attach this bracket was installed on an angle and was not centered to the joist. In addition to the bracket that failed, 3 out of the 5 lag bolts used were on angles. The existing framing in the ceiling was constructed using 2"x4" wood joists with access to the attic. Rather than spanning between joists and strong backing the system from above, the installers used a bottom up method which is not recommended on 2"x4" joists. Prism medical technicians have reinstalled/serviced the system accordingly. A load test was conducted on (B)(4) 2013 and the system was commissioned for use.

Event description:
On (B)(6) 2013, at approx 3:00 pm CT, prism medical rec'd a call from mrs. (B)(6) regarding a ceiling track that had come loose from the ceiling. (B)(6) was being lifted by the c-450 lift (serial number (B)(4)) when the incident took place. Mrs. (B)(6) indicated that there hadn't been any injuries as a result of the incident.